Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using an accumax 200 fiber, the tip of the fiber broke off and fell inside the patient. The physician was able to remove the piece of fiber using a basket. The type of basket used to remove the piece of the fiber is unknown. Laser energy from a dormier laser was being used with the fiber. The laser settings are unavailable. The procedure was completed with another accumax 200 laser fiber without any complications to the patient.

Manufacturer narrative:
(B)(4): relate to the fiber. Per the customer, patient information is unavailable.